Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for intractable spasticity. It was reported that pump was removed due to complications, but the hcp was also "not really sure" if there really was a complication. No further information was reported.